Event description:
Sorin group (B)(4) received report that when the user decreased the flow rate during a procedure, the pump stopped and displayed an error message. The pump was power cycled which resolved the issue and the procedure was completed without any further problems. There was no patient injury as a result of this incident.

Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received report that when the user decreased the flow rate during a procedure, the pump stopped and displayed an error message. The pump was power cycled which resolved the issue and the procedure was completed without any further problems. There was no patient injury as a result of this incident. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.